Event description:
- -

Event description:
Boston scientific received information that approximately three weeks post implant, the patient with this right ventricular lead experienced a pre-syncopal episode. Interrogation revealed intermittent exit block. It was thought this lead had dislodged or there was insulation damage. A revision procedure was performed. This lead was removed, replaced and returned for analysis. Upon removal, visual inspection did not reveal any insulation damage. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection revealed a cut through the insulation at 18.5 cm from the pin, however no cut was noted on the suture sleeve. Dried blood was noted inside the lead; likely introduced at the cut site. The helix and lead tip revealed no irregularities. Analysis could not determine any manufacturing defect that could have contributed to the lead dislodgement.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.